Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and an audio/vibrate anomaly. Blood glucose value was 98 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
Device received with blank display and constant vibrating due to corroded electronic assemblies. Unable to verify missing segments or partial display due to blank display. Device received with corroded motor home switch.